Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been made available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The surgeon performed a revision on the patient's left knee due to possible infection. Intraoperatively, no infection was found however the surgeon still performed an I & d and poly swap. The femoral, tibia and patella were well fixed and remained implanted.

Event description:
The surgeon performed a revision on the patient's left knee due to possible infection. Intraoperatively, no infection was found however the surgeon still performed an I & d and poly swap. The femoral, tibia and patella were well fixed and remained implanted.